Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring ii failed to load properly. A replacement device was used to complete the procedure. The hospital did not reported any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood on the surface. The loading device was returned with the delivery device. The tension spring/seal assembly remained inside the delivery device. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. No evidence of blood was in the delivery tube. Based on the received condition of the device, the reported complaint was confirmed for "failure to properly load". The confirmed failure mode has been investigation in the CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.